Event description:
The surgical team attempted placement of a broviac catheter. A shoulder roll was placed under the shoulders to extend the patient's neck. The left subclavian vein was selected as the insertion site. Venous blood return was appreciated with a micropuncture needle. A micropuncture wire was then advanced through the needle, and the needle was withdrawn per manufacturer's instructions. However, the wire could not be advanced under fluoroscopy. The surgical team attempted to remove the wire when the tip fractured as seen on fluoroscopy, which showed of a small amount of wire in the upper mediastinum. The removed wire appears frayed at the tip with uncoiling of wire. There was no evidence of pneumothorax. The procedure was aborted. A chest CT scan was obtained to determine the precise location of the retained wire and consider options for possible removal. Review of the CT images showed the fragment in the mediastinal soft tissues just posterior to the takeoff of the left subclavian artery. Given the location and the patient's condition, it was decided to leave the fragment in place and monitor the patient over time. Mris were to be avoided and the patient's parents were educated.